Manufacturer narrative:
Device evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device for a cardiopulmonary bypass procedure, the service engineer observed an "cf08" error message. No other details regarding the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.